Event description:
She states that while working as an obstetrician and gynecologist she wore and was exposed to latex gloves. She reports that this contact with latex gloves caused her to experience respiratory problems and an anaphylactic reaction.